Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) received multiple shocks for ventricular tachycardia (vt). It was reported that after the fifth shock was delivered, the rhythm accelerated into ventricular fibrillation (vf). The device then delivered a sixth shock which successfully converted the rhythm. The patient has been referred to an electrophysiologist for further follow up. The device system remains in service at this time. No additional adverse patient effects were reported.